Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient¿s entire system was explanted due to the wound not healing since the implant of the system. Culture test results indicated staph infection. The device was functioning fine. A new system will not be implanted. Patient was in stable condition post-procedure. Physician does not allege that the device had any bearing on the current procedure, or the reason the pocket did not heal. No further information available.